Manufacturer narrative:
One (1) single-use device was received for evaluation. Visual inspection noted that the bladder was ruptured. Microscopic examination revealed no abnormalities that would cause or contribute to the rupture. The reported condition was verified. The cause of the condition was not determined. A photograph of one sample was also provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladders of two (2) small volume folfusors ruptured. One (1) of the events occurred during patient therapy and one (1) event occurred during filling prior to patient use. Of the two events, one did not involve a patient, and one involved a patient with no patient consequences. No additional information is available.